Event description:
The user facility reported that during a therapeutic bronchoscopy with fine needle aspiration they were not able to obtain multiple samples of specimen with each of the needles as expected. The users reportedly used four different needles from two different lot numbers in order to complete the procedure. The procedure was successfully completed. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the occurrence and was informed that there was no pt injury associated with the report. The user facility personnel reported that they were typically able to perform multiple passes with the needle to obtain multiple specimens, but for this specific procedure the needle did not work on the second pass, and this was observed in four different needles from two different lot numbers. A total of four (B)(4) needles were returned for eval. Three of the four needles were found to have the working length bent and jammed at the handle. The fourth device was found to operate appropriately. All four needles were forwarded to the original equipment MFR (OEM) for further investigation. This phenomenon appears to be due to physical damage due to user mishandling. If significant add'l info is rec'd, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.